Event description:
It was reported that the monitor on the 6600 system displayed lines instead of anatomy during fluro. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the controller/monobloc power supply. Power supply replaced and system test complete. The system was found to be working as intended and placed back into service.